Manufacturer narrative:
The suspect medical device has not yet been returned to olympus for evaluation/investigation. Therefore, the exact cause of the patient's outcome and the reported phenomenon could not be determined and is being judged as unknown. However, if the suspect medical device is returned for evaluation/investigation or additional significant information becomes available, this report will be updated.

Event description:
Olympus was informed that during a therapeutic transurethral resection of the prostate (turp) procedure the esg-400 hf generator issued error message e433 and could no longer be used. Since no substitute device was available, the intended procedure had to be cancelled. No further information was provided.

Manufacturer narrative:
The suspect medical device was not returned to the manufacturer for investigation/evaluation but to olympus (B)(6) (omea) (returned to omea on 2022/06/13). The evaluation at omea found the generator¿s front panel to be damaged, found dust inside the housing and confirmed the occurrence of error message e433. This error message, which in the case at hand was caused by a defect of the generator board, is triggered by the generator¿s safety system. In case of critical errors, the safety system will not permit any further use of the generator until the error is rectified. Therefore, this event/incident was attributed to component failure. The reported damage to the generator¿s front panel was most likely caused by improper handling and can thus be attributed to use error. There is no causal relationship to the reported error message. The reported dust is also not related to the error message and normally does not affect the function of the generator. A material or quality problem can be excluded since a manufacturing and quality control review was performed for the affected serial number of the hf generator without showing any abnormalities. The case will be closed on olympus side with no further actions. The reported event/incident will be recorded for trending and surveillance purposes and the user will be informed about the investigation result.